Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, unable to fixate and failure to disconnect issues were observed on the ra lead. The stylet could not be withdrawn from the lead after multiple attempts. The lead was not used, and a new lead was implanted. The patient was stable.

Manufacturer narrative:
The cause of a stylet could not be fully inserted and failure to disconnect was due to excessive blood inside the inner coil. The lead was otherwise normal.